Manufacturer narrative:
The returned device was evaluated and performed as designed during testing. No defect or deficiency that would result in the cannula to fail to insert correctly or the pump to fail to deliver insulin were found. The customer reported that the cannula dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. It cannot be confirmed nor excluded through laboratory investigation. Lot qualification records were reviewed, and the product lot met all acceptance criteria. The omnipod user guide warns, "check often to make sure the pod and soft cannula are securely attached and in place. A loose or dislodged cannula may interrupt insulin delivery" and "because insulin pods use only rapid-acting insulin, users are at increased risk for developing hyperglycemia (high blood glucose) if insulin delivery is interrupted. If it is untreated, severe hyperglycemia can quickly lead to diabetic ketoacidosis (dka). Dka can cause breathing difficulties, shock, coma, or death. If insulin delivery is interrupted for any reason, you may need to replace the missing insulin - usually with an injection of rapid-acting insulin. Ask your healthcare provider for instructions on handling interrupted insulin delivery."

Event description:
The customer reported that she activated a pod on (B)(6) 2013 at 9:10 am. That night at 12:00 am, she felt sick and gave herself a 2.45 unit bolus. Her blood glucose was 250 mg/dl. By 4:00 am, her blood glucose was 400 mg/dl and she took a bolus of 6.55 units. At 6:32 am, she was feeling sick and noticed that the cannula was not in the infusion site.